Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was dislodged from the hear wall shortly after initial implant. The patient underwent surgical intervention to reposition the lead to the right atrium, and the right atrial (ra) lead was repositioned to the right ventricular. Lead remains in service. No additional adverse patient effects were reported.